Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. Their blood glucose had been over 600 mg/dl. Customer¿s current blood glucose value was 120 mg/dl. The customer experienced symptoms such as vomiting. Troubleshooting was done for high blood glucose. The customer treated with an injection and bolus from the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The customer also states had received no delivery alarm, unexpected restart alarm, and external ram crc error alarm. There were air bubbles in the tubing. The customer states the insulin exited. The device passed the displacement test and self-test. The insulin pump will be returned for analysis